Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, the tubings to the cylinders were cut. Cylinder tube rupture at the height of the pump. Only one cylinder is replaced, the other is left from the first surgery. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.